Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant due to helix extension difficulty and poor electrical measurements. This ra lead was never in service and was discarded. No adverse patient effects were reported.